Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date of 07sep2025 was reviewed. The log file captured intermittent low voltage hazard and no external power alarms from 10:56:15 to 11:34:07 due to losses of external power while connected to the mpu. The system controller backup battery supported the system during the losses of external power without any issues. The alarms resolved once external power to the mpu was restored. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information, including if the mpu has a v-lock connector on the ac power cord, if the ac power cord became loose at the wall outlet or from the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, and if the mpu was exchanged; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate mobile power unit was not reported with the event. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: product information corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Review of the submitted log files revealed that the no external power alarms were due to losses of external power while connected to the mobile power unit (mpu). The system controller backup battery supported the system during the losses of external power without any issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to ischemic cardiomyopathy. The patient was brought to the hospital via an ambulance due to cardiac arrest from a skilled nursing facility (snf). The patient was seen by staff 20 minutes prior to emergency medical services (ems) being called, and the staff went into the room because they heard a left ventricular assist device (lvad) alarm and found the patient down. On ems arrival they noted an alarm sounding and patient in ventricular tachycardia. The patient was given 3 rounds of epinephrine, and it was unclear if "shocked". The patient's pupils were fixed and dilated upon arrival. The patient was intubated and placed on a mechanical compression device with copious foamy bloody output from the endotracheal tube during transport. During transport the alarm was noted to have changed tone. The patient arrived at the clinic in cardiac arrest. The physician was at bedside and had lvad team on face time going over the pump. The pump was unplugged on arrival, and we plugged it back in while cardiopulmonary resuscitation (CPR) continued. 2nd access was obtained and 1mg epinephrine was given. Respiratory suctioned airway and was placed on capnography and fluid was administered. On review of lvad by the physician it was noted that the pump was dislodged and at the recommendation of the lvad team resuscitation was stopped as there was no way to intervene on this. The outcome was not device or therapy related, and the device would not return. Log files were submitted for review and captured the onset of intermittent low flow hazard events on (B)(6) 2025 at 11:01 am. These low flow readings continued until the driveline was disconnected from the system controller at 11:34 am on (B)(6) 2025. The patient was in and out of no external power mode prior to and during these events.